Event description:
It was reported that about a week after implant procedure, this right ventricular (rv) lead was suspected to have a dislodgement, due to exhibited loss of capture (loc). An x ray imaging that was performed showed that the rv lead appeared to be in the same position but due to the loc the physician determined that there was a micro dislodgement. A lead revision was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.